Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities believed to be related to the reported event. Malpositioned stent is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR ref# (B)(4). Submitted to FDA: 11/3/2016.

Event description:
The surgeon reported that during an attempted istent implantation a small iriodectomy was inadvertently created while attempting to re-grasp the stent and the stent was pushed through and not able to be seen. A backup stent was opened but the procedure was aborted due to compromised visualization and patient movement. The surgeon conferred with the glaukos medical monitor who reported that the they will assess the patient post-operatively with the gonioscopy and if the istent is not able to be seen he will attempt visualization with the ubm. The glaukos medical monitor and the surgeon discussed various courses of action depending on the clinical setting. The surgeon provided the following additional information to glaukos on 10/26/2016. While attempting to re-grasp the stent during the initial operation, blood obscured the view and the surgeon was unable to tell if the stent was still in the eye or aspirated out. On (B)(6) 2016 the ubm analysis was completed and on (B)(6) 2016 the following information was obtained. Echogenic activity noted in the 9 o¿clock position of the os. Stent appears to be sitting in the supra ciliary space with the snorkel being the most distal in the space. Per the surgeon, stent was not visible via gonioscopy post surgically. After ubm the doctor performed gonioscopy and again was unable to visualize the stent. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Clinical follow-up was requested and on 12/6/2016 the surgeon provided the following additional event details. During attempt at istent implantation there was bleeding at the implant site so irrigation was performed. The surgeon reported that after irrigation at the site, an iridectomy was seen but the istent could not be located. Ubm analysis revealed that the istent was implanted deep in the trabecular meshwork and did not have any impact on the patient. The patient was monitored and is doing well with improved iop. The adverse events were reported to have resolved.